Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 52 mg/dl, resulting in hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with IV dextrose, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic symptoms requiring emergency medical intervention and is consistent with the reported ems response, air transport, and hospital admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data show glucose increased to approximately 310 mg/dl after the user ate breakfast without announcing the meal, after which insulin dosing increased and glucose subsequently decreased to 62 mg/dl. The user reported a discrepancy between a fingerstick reading of 132 mg/dl and pump-displayed glucose of 50 mg/dl; however, the user¿s blood glucose was reported as 52 mg/dl on arrival at the hospital. Based on available information, a device malfunction was not identified and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.